Event description:
The customer contact reported that channel 2 of the device displayed e301 (audio alarm failure) with no audible alarm tone. The device was returned to the biomedical engineering department with a work order that stated, "malfunction: stop infusing." No specific pt information, pump programming, or event details were provided. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. During testing at the user facility, channel 2 of the device displayed e301 (audio alarm failure) with no audible alarm tone. Though requested, no additional information was provided.

Manufacturer narrative:
Channel 2 of the device passed testing by sounding an audible alarm tone during an alarm condition. During testing, channel 3 of the device displayed e301 (audio alarm failure) with no audible alarm tone. This was due to the piezo alarm assembly. Further testing by the supplier found that the transistor gain value (beta) of the transistor, internal to the piezo, was not sufficient to drive the piezo buzzer resulting in no audible alarm tome. This report represents all the information known by the reporter upon query by hospira personnel.